Event description:
A healthcare facility in (B)(6) reported via a distributor that an rt105 adult inspiratory-heated breathing circuit did not heat. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.